Event description:
Contact reported the head of the screw pulled free from the shank during insertion into bone. This resulted in the need for intervention to remove the damaged screw and replace with another. There was no adverse consequence to patient reported as a result of this situation.

Manufacturer narrative:
No anomalies were found with the returned screw. At this time no definitive conclusion can be made. Based on the condition of the device, it appears that atypical force was applied to the screw during insertion which resulted in material fatigue.